Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who is implanted with a neurostimulator for complex regional pain syndrome type I and for spinal pain. It was reported that the patient went in for reprogramming, and now she was seeing the ¿in the box¿ message on her patient programmer. It was noted that the patient cannot do anything else with the patient programmer because the ¿in the box¿ message would not go away. It was like they could not sync with the implantable neurostimulator. The manufacturer representative met with the patient on (B)(6) 2019 to resolve the message by interrogating the implantable neurostimulator with an 8840 clinician programmer, and the issue was resolved. There were no patient symptoms or complications reported or anticipated.